Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose level of 43 (mg/dl). The contact declined to provide information on the reported event and stated issue was unrelated to the pump/supplies.